Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205022 shell porous with cluster holes 50 mm, lot 61310581. Competitor devices: 2600-0010 wright medical femoral head, lot 016316885 phao-0264 wright medical stem, lot 099908070. Complaint sample was evaluated and the reported event was confirmed. A photograph of the liner, head, and neck was provided. The photograph shows part of the rim of the liner is fractured off. Wright medical femoral head and stem is used with zimmer liner and shell. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's hip was revised approximately 8 years post implantation. During revision, surgeon observed that the polyethylene liner was deteriorated, as was the ceramic coated head which was worn through to the shell. No further information has been made available at this time.